Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause is attributed to over-torquing/over-engaging the driver with the screw head. The device¿s manufacturing date is 2023. The complaint allegation was not confirmed. No evidence of that failure was received.

Event description:
On 11/3/2025, it was reported by a sales representative via (B)(4) that an ar-8737-38 hexalobe screwdriver has twisted at both tips. No damage to the screw, and the case was able to be completed with a replacement removal screw set.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.